Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and a promus stent was implanted. Post-dilatation was performed with the 3.0 x 20 mm voyager nc balloon; however, the balloon ruptured at 14 atmospheres. No additional dilatation was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned balloon catheter revealed a pinhole 1.5 cm proximal to the distal balloon shoulder, thus confirming the reported balloon rupture. There were several longitudinal scratches on the distal end of the balloon. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.